Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The loading device was not returned. The tension spring assembly was returned inside the delivery tube with the seal extended outside the tube. The tension spring assembly and seal were taken out of the delivery tube. The tension spring assembly and the seal were completely in tact. There were no signs of crack/delamination observed on the seal. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible inside the delivery device indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device, we were not able to measure the delivery tube dimensions. The reported complaint ¿failure to deploy¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm device didn't deploy into aorta correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm device didn't deploy into aorta correctly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.